Event description:
It was reported that noise had been observed on the pulse generator for the past year. No patient symptoms were reported. Other electrical values were normal. The device was explanted and replaced. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.